Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's wife requested to have the insulin pump replaced because the alarm was a recurring issue. Customer's blood glucose was 266 mg/dl. It was also found the cannula was not bent on the customer's infusion set. Insulin was also able to exit with a plunger during troubleshooting. The customer's insulin will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.